Event description:
A va surgeon performed right acdf with a globus coalition mis standalone cage. This implant has the option of using either screws or anchors (slightly curved metal spikes that are driven into the bone, rather than screwed into the bone) that pass through the implant and vertebral endplate into the vertebral body. The anchors require less tissue retraction because the tamps for the anchors slide inside the cage inserter, and in my experience the anchors are quicker to place because they do not require drilling pilot holes for screws, followed by driving the screws into the bone with an angled screwdriver. A mallet is used to hit the tamp and drive the anchors into the bone. During the insertion of the first anchor under fluoroscopic guidance, the anchor was not penetrating fully into the bone, and with repeated hits of the tamp with the mallet, the end of the tamp broke off and fell into the operating room floor, and the remainder of the tamp shaft was suck in the inserter. With some difficulty we were able to remove the inserter from the cage, and were able to visualize the head of the anchor protruding anterior to the implant. We used a variety of tamps and attempted to drive the anchor fully into the bone, without success. We tried to engage the head of the anchor with the globus extracting device, but were unsuccessful. We opened the orthopedic screw removal set and used several tools in an attempt to extract the anchor, without success. While it was firmly embedded in bone at present, I was concerned that over the anchor could loosen and back out of the bone, possibly damaging the esophagus. I placed a screw into the other implant hole, rather than an anchor, to secure the implant in position. The protruding anchor precluded turning the locking screw to prevent the screw or anchor from backing out. I then took a conventional anterior cervical plate and secured it to the front of the vertebral body with two screws, rotating that plate so that the metal was overlying the screw and anchor heads, hopefully buttressing them against future extrusion. We finished the rest of the case without incident. The pt reported improvement in this myelopathy symptoms after surgery. He also had severe dysphagia after surgery, and I am certain that the extra retraction required to deal with the cage malfunction was the cause. The pt had multiple swallowing assessments, had a dobhoff placed and started tube feeds, developed as ileus requiring ng suction, had an episode of hypotension, increased wbc, and possible cxr infiltrate that may have represented and aspiration pneumonia/sepsis that responded to ivf and antibiotics. After two weeks his swallowing recovered to where he was sent home on a swallowing regimen of alternating solids and liquids. The globus distributor submitted the broken tamp to globus, and received the following response. Dear byron, globus medical received your complaint regarding part # '6136.1003', lot # "jns264bb." Your complaint stated, "while placing coalition mis anchor into pt, the tamp broke off at the head while being impacted. This disrupted the surgery and the operative team were unable to advance or remove the anchor that wasn't fully inserted. The team was able to place a screw in the other hole and back up with an xtend plate." Upon receipt of your complaint, we immediately initiated a comprehensive investigation in regard to the issue. The product was returned and evaluated and a review was conducted of all applicable material records, mfg records, and storage records. It was determined the products were manufactured within specs, maintained and distributed in accordance with all applicable federal, state and operating procedures. Byron, the instrument was returned for evaluation and initial observation shows the impactor being broken. A possible cause of the drainage to the instrument could be due to excessive force being applied during impaction or if the force applied at an extreme angle during use. However, an exact cause cannot be determined and the complaint is deemed indeterminate. We value your patronage and appreciate bringing this issue to our attention. We strive to produce the highest quality product and will continue to monitor all mfg aspects for improvement potentials. Please do not hesitate to call if you have questions or need add'l info, (B)(6). Regards.